Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard disk drive, cpu and systems interface pcb were evaluated and replaced. The system software and calibrations were also reloaded. No conclusion can be drawn as further system analysis, testing or repair information is unavailable at this time and no additional service information was provided.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of functionality. No patient serious injury or death was reported related to this event.